Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that defibrillation threshold (dft) testing was performed on this patient and successful results were confirmed. No additional adverse patient effects were reported.